Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes crosstalk. The pulse generator was programmed to a sensitivity of 12.5 mv, but the oversensing continued. Therefore, the lead was replaced.